Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. The enlite sensor failed per specification due to low readings.

Event description:
It was reported by the customer that their sensors were calibrating incorrectly. Customer states that the sensors would inform them that they were either high or low, when he was actually stable and had a blood glucose level around 100 mg/dl the week prior to reporting. Customer also stated device alarmed low predict. Advised customer to replace with new sensor and monitor device. Customer's blood glucose level was 55 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.